Manufacturer narrative:
Approximate age of device - 4 years, 11 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient underwent a pump exchange on (B)(6) 2015. Additional information was requested, but was not provided.

Manufacturer narrative:
The explanted device was not available to be returned for evaluation as it was disposed of by the center. A correlation between the device and the report of a short-to-shield issue and suspected driveline fracture could not be conclusively determined. No log files from the time of the reported event were available for analysis. No prior events were reported for this patient throughout approximately 4 years, 11 months on lvad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was exchanged due to a short to shield issue and suspected percutaneous lead (driveline) fracture. The explanted pump was disposed off.